Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section e1: telephone number: (B)(6) section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffered from extensive halo and glare and an explant had to be performed. The patient's vision pre-op was 6/12 and post-op was 6/12 ph 6/9. There was no delay in treatment or other interventions performed. No further information was provided.